Manufacturer narrative:
During use of a 5f mynx control vascular closure device (vcd), the balloon would not inflate properly and frayed on insertion when prepped. The device was used after a diagnostic coronary procedure. The mynx deployer was certified. The device was stored as per the labeling and was opened in a sterile field. The device was prepped according to instructions for use (IFU) and with a 100% saline. The device was used together with a non-cordis sheath. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Hemostasis was achieved with the use of another mynx device. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f was returned. Per visual analysis, button 1 and button 2 were not depressed, the sealant remained in the manufactured position, and the sealant¿s outer sleeve assembly was observed to have been severely kinked/damaged as received. No other damages/anomalies were observed on the returned device. The syringe and procedural sheath were not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed no leak in the balloon. The balloon was able to be inflated/deflated with proper functioning of the inflation indicator as intended per the mynx control instructions for use (IFU). The balloon inflation and deflation time and pressure release tests were performed and verified, and it was noted to be within specification. Per microscopic analysis, the sealant¿s outer sleeve assembly was severely kinked/damaged. A product history record (phr) review of lot f1919602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿balloon loss of pressure¿ and ¿inflation difficulty-during prep¿ were not confirmed during analysis of the returned device as the balloon functioned as intended per the IFU. The exact cause of the reported events could not be conclusively determined. Procedural or handling factors may have contributed to the reported events. The investigation results also revealed that the sealant outer sleeve assembly of the returned device was damaged as received. Handling factors may have contributed to the damaged sealant sleeves. According to the information for use (IFU), which is not intended as a mitigation of risk, ¿remove device components from packaging. Prepare balloon. Fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Deflate the balloon and leave syringe at neutral. Do not lock¿. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 5f mynx control vascular closure device (vcd) it would not inflate properly and frayed on insertion when prepped. Hemostasis was achieved with the use of another mynx device ¿that worked fine.¿ the patient¿s hospitalization was not extended and there was no reported injury. The device will be returned for analysis. The device was used after a diagnostic coronary procedure. The device was used together with a non-cordis sheath. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The mynx deployer was certified. The device was stored as per the labeling and was opened in a sterile field. The device was prepped according to IFU instructions and with a 100% saline. Additional procedural details were requested but are unknown.